Event description:
During a routine procedure of the gunther tulip placement, the physician experienced significant difficulty pulling the tulip into the sheath. Once they applied more pressure, the snare broke and they were unable to use it to recapture the hook. The snare was removed and another snare set was utilized to remove the filter. The filter was retrieved with no incident and the patient is doing well. Additional information was received on 07/01/2008: the patient was a mid 50's male, who is doing fine. The broken snare was removed and a new snare was inserted. The new snare was able to retrieve the hook and capture the filter. The patient is doing fine, and has not been back for any follow up imaging.

Manufacturer narrative:
Unknown as lot# information not provided by reporter. Evaluation: this event is still under investigation.